Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the sheath assembly was found to have the clear tubing detached from the blue tubing at the lap joint. This fully exposes the imaging core. Since the clear tubing was detached, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the distal sheath was detached at the lap joint. During the preparation to conduct a percutaneous coronary intervention, an opticross was used. After flushing the opticross proper image appeared. It was then left in the table waiting for the post stent run. Before insertion of the catheter, they used wet gauze and applied water on the catheter for easier insertion for the post stent run. The physician felt a strange feeling not the same as everyday preparation. The physician examined the mentioned opticross and discovered that the distal sheath was detached at the lap joint. The physician decided to use atlantis device to complete the procedure. No patient complications reported and the patient's condition is stable.